Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the continuous glucose monitor read as ¿high¿. Cause was not known. Customer administered a manual injection to address high bg. The customer will continue to use current pump.